Event description:
A customer reported that during a dialysis treatment, a patient complained of left sided numbness, tingling, chest pain and mild nausea. Treatment was discontinued and the patient was admitted to the hospital for evaluation. Over the course of several days, the patient continued with dialysis treatments with similar symptoms. A CT of the patient's head ruled out a stroke and an angiogram revealed calcification of the vessels with no lesions. Lab work concluded the patient had mild hemolysis. There were no schistocytes present in the blood smear and the coombs test was inconclusive. The cause of the hemolysis is unknown. The phoenix machine was inspected by the biomed and determined to be operating within specification. The disposables involved with the treatments were discarded and not available for analysis.

Manufacturer narrative:
The lot number of the dialyzer involved in the event was not provided. Actual dialyzer involved in the event was discarded and could not be evaluated; therefore, no testing was performed.